Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device identifier # in section d4 was left blank as it is not applicable. The contour plus elite meter is not marketed in the united states. However, the device is similar to the contour next gen meter with the product code nbw and 510 (k) # k193407, which is marketed in the united states.

Event description:
The customer from mexico called to seek assistance with their contour plus elite meter. During troubleshooting, it was found that one of her blood glucose readings was not stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour plus elite meter with serial # 1704384, and no manufacturing anomalies were found.